Manufacturer narrative:
Product ID 37751, serial# (B)(4), product type: recharger; product ID 37751, serial# (B)(4), product type: recharger. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional. It was reported that the cause of the insr not charging/stimulation stopping was unknown, but that they were now charging. No actions were taken by the doctor, but they received a new charging system and the issue resolved. No further complications were reported. Additional information was reported from the patient at a later date that they sent back the broken recharger and the replacement that repair had sent out and they were wondering why. The patient stated the rep gave them a recharger so they returned the others. Their replacement insr was returned without allegation. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#:(B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins). It was reported that the patient's insr was not charging. The patient said they had been talking to the representative about the issue and they had the patient check all the connections. Pt said the connector pin was not loose or bent. The patient said the screen just kept flashing to charge the recharger (insr). The patient noted their implant had been off since saturday. Additional information was received on 2018-may-24 that reported poor communication. The patient stated they saw the question mark with the remote. The patient was getting the reposition antenna screen showing the recharger and poor communication with remote. The patient stated they had an appointment coming up on the (B)(6). The patient stated they had not gone through the recharger with system. The representative had told patient to call and to get a new charger. They stated they were not getting stimulation since last saturday. Patient services reviewed they could be in possible overdischarge, however the patient's device would need to be checked. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.